Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer stated that his infusion set cannulas have been bending after insertion. He spoke with his hcp, and was advised to try a different infusion set. The customer declined troubleshooting as he has already called about this in the past. Transferred the customer to the correct department to order a different infusion set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their infusion sets. The customer states they were not lasting as long as they were supposed to be. The customer states they had issues with high blood glucose levels. The customer's levels rose as high as 425mg/dl. The customer's most current level after set changed was 126mg/dl. The customer was advised the sets would be replaced and returned for analysis.